Event description:
It was reported that during a colon resection procedure, upon initial firing across the bowel the device was closed down to be in the green firing range, safety was removed and the device was fired. The tissue was cut along the cutting board edge and the stapler was removed. Upon removal of stapler the ¿luman¿ remained open and no staples were present. A second reload was opened and fired with the same result. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.